Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is possible to determine the lot number 2669156 and catalog number n-tsm240 through the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced with non allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken and opening on posterior side assessed, as unidentified (tear) opening (shell thickness within specification). Additional observations: no other observation observed.

Event description:
Healthcare professional reported, left side rupture. Device has been explanted and replaced with non allergan device.